Manufacturer narrative:
This is a final report. Due to the hospital's internal guidelines, no parts were returned for examination. The investigation was therefore based on information provided by the customer and the leica field service engineer who inspected the affected unit on-site. For illumination path 1, a defective xenon lamp was identified as the cause. Although the lamp briefly illuminated and blinked for less than three seconds, it then switched off. This behavior is consistent with xenon lamp failure due to normal wear and tear. As intended, the system was switched to illumination path 2. The last service intervention was on february 28, 2025, during which the lamp for illumination path 2 was replaced. The calculated lifetime of the lamp in position 2 is 200 hours. The lamp installed in position 2 did not reach its expected lifetime of 500 hours. The failure was caused by the xenon power supply unit (xpsu), which damaged the lamp. The fault identified as the cause of the failure in illumination path 2 is a defect in the xpsu due to age-related wear. The unit still contained the original xpsu, which had already exceeded its expected service life of 8 years. The affected unit is over 16 years old. A review of the installed base and the complaint history revealed that no similar cases had been reported in the last three years. Therefore, the probability of occurrence is assessed as remote according to iso 14971. After replacing both xenon lamps in positions 1 and 2, as well as the xenon power supply unit for lamp position 2, the unit's full functionality and operation according to specifications were confirmed.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from south korea stating that an m525 f20 had a failure of the main and backup illumination. There was no patient injury.